Manufacturer narrative:
Compatibility was verified with no issues noted. Primary operative notes indicate full flexion and extension with good balance and excellent patellar tracking. It is unknown if the cement was allowed to cure with the knee in full extension. Revision preoperative radiographs and bone scans reportedly exhibit evidence of tibial loosening. Revision operative notes indicate that the femoral component was well fixed but malaligned. The tibial component was grossly loose. Visual examination of the photographs taken after explantation of the components does not indicate root cause. No devices were received as the hospital does not release implants. Radiographs were not provided. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of radiographs and/or product or further information. Device history records were reviewed and found to be conforming. The investigation could not verify or identify any evidence of product contribution to the reported problem.

Event description:
It is reported that the patient was revised due to pain and instability.